Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Additionally, the complainant alleged that the device self-charged without any user interaction. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department, and the device performed to specification. The device was recertified and returned to the customer review of the clinical data file showed that CPR was being performed during the analysis. Additionally, this device was configured to auto-analyze and auto charge. Which means that during the analysis, the CPR was perceived by the device as a shockable patient rhythm and this was followed by an auto-charge. The device worked as designed and configured within the limitations of the technology available. Our device labeling instructs users to stop CPR and keep the patient still during analysis. This report has been attributed to user error. Analysis of reports of this type has not identified an increase in trend.